Event description:
The patient had a fall four weeks prior and subsequently the stimulation changed. The patient could not adjust the stimulation. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).